Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. A customer reported getting lower than feels readings on (B)(6) 2011. The customer further stated in the middle of (B)(6) 2010 he reportedly went to a hospital for a blood work where he was told he had "kidney damage" and given 5mg of antihypertensive medication lisinopril, that was not a change to his normal regimen. Although the customer also reported being diagnosed with hypoglycemia, no diabetes-related treatment was provided. There was no report of death or serious injury.